Manufacturer narrative:
Batch review performed on (B)(6) 2019, lot 124647: (B)(4) items manufactured and released on 09-jan-2013. Expiration date: 2017-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director revision of primary cementless tha 6 years after index surgery. Post-primary xrays were not supplied. The pre-revision images show a macroscopically loose stem with important loss of proximal femoral bone, particularly on the medial side, with significant resorption at the calcar level. We cannot determine the main cause for this adverse event with the information at hand.

Event description:
Revision surgery performed 6 years after primary surgery due to pain caused by femoral loosening. The patient was having pain since 2017.